Manufacturer narrative:
The case side connector was cracked. However, the arjo service technician reported that even without the tape on the connector, the mattress was still holding pressure. The amount of air that was escaping was too small to result in mattress deflation. It caused only whistling. The therakair visio is equipped with the alarm system. According to the device instruction for use (IFU 340750-ah rev. F) when the system air pressure falls outside the set parameters, the air pressure alarm is activated, alarm sounds and the information that the system is unable to achieve air pressure is displayed on the pump¿s screen. When the alarm is on, the IFU instructs to check the mattress and hose for damage. The pump¿s inspection revealed no fault related to the alarm. We were informed that the patient was paraplegic and spent most of the day in the sitting position. National pressure ulcer advisory panel, european pressure ulcer advisory panel and pan pacific pressure injury alliance. Prevention and treatment of pressure ulcers/injuries: clinical practice guideline. 2019, indicates several factors to be taken into account when considering intervention for prevention of pressure injuries, such as, nutrition, repositioning and early mobilization, support surface. The guidance states that ¿extend period of lying or sitting on a particular part of the body and failure to redistribute the pressure on the body surface can result in sustained deformation of soft tissue and, ultimately, in tissue damage¿. ¿repositioning involves a change in position of the lying or seated individual undertaken at regular intervals, with the purpose of relieving or redistributing pressure and enhancing comfort.¿ moreover, IFU advises to keep the skin dry and clean and check patient skin regularly, particularly in areas where incontinence and drainage occur. Early intervention may be essential to preventing skin breakdown. The patient reported that he bottomed out. The bottoming out was confirmed by the arjo service technician. The IFU instructs how to adjust the mattress firmness and indicates to perform a hand check to verify sufficient support: slide your hand flat between the mattress foam base and the cushions to verify a 2,5cm to 4cm clearance. It is important to remember that when adjusting the patients position the firmness setting may need to be adjusted. Based on the collected information, the product failed its specification since the case side connector was cracked, however it did not cause mattress deflation. The factors leading to the development of serious pressure injury are complex and can be linked with the patient sitting in one position for an extended period and the mattress firmness not adjusted to the patient¿s needs. Therefore, the link between the development of a serious injury and product failure could not be determined. The therakair visio system was used while the patient sustained a serious pressure injury, therefore it played a role in the event. The involved system malfunctioned therefore it failed to meet its performance specification, however, the link between the product failure and the serious pressure injury was not established. The complaint was assessed as reportable due to the indication that the patient developed a serious pressure injury while lying on the arjo system.

Event description:
When at the facility, the arjo service technician was asked to look at the therakair visio system. He found out that the case side connector that connects the hose to the pump was incorrectly connected and cracked. The customer staff taped the hose around to avoid air leaking. The patient who was using the system reported that he spends most of the day sitting upright in the bed and he bottoms out. The bottoming out was confirmed by the technician, who adjusted the mattress pressure and correctly connected the hose. The system was swapped out the next day. At that time the technician was informed that the patient¿s sore deteriorated. The patient sustained the unstageable coccyx wound (serious injury).

Event description:
Arjo became aware that the patient developed serious injury while using the rakair visio system. When at the facility, the arjo service technician was asked to look at the system. He found out that the cufflink that connects hose to the pump was incorrectly connected and cracked. It caused that the system was not properly sealed and that is why the customer staff taped the hose around. The patient who was using the system reported that he spends most of the day sitting upright in bed and he bottoms out. The bottoming out was confirmed by the technician, who adjusted the mattress pressure and proposed that the auralis system and skiniq would be better for the patient. The system was swapped out the next day. At that time the technician was informed that the patient¿s sore deteriorated. It was later clarified that the patient sustained the unstageable coccyx wound (serious injury).

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Manufacturer narrative:
We were informed that the patient was paraplegic and spent most of the day in the sitting position. National pressure ulcer advisory panel, european pressure ulcer advisory panel and pan pacific pressure injury alliance. Prevention and treatment of pressure ulcers/injuries: clinical practice guideline. 2019, indicates several factors to be taken into account when considering intervention for prevention of pressure injuries, such as, nutrition, repositioning and early mobilization, support surface. The guidance states that ¿extend period of lying or sitting on a particular part of the body and failure to redistribute the pressure on the body surface can result in sustained deformation of soft tissue and, ultimately, in tissue damage¿. ¿repositioning involves a change in position of the lying or seated individual undertaken at regular intervals, with the purpose of relieving or redistributing pressure and enhancing comfort.¿ currently we are in the process of analysing the data in order to conclude the cause of the patient injury.